Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has beeninvestigation summary:bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for deformed plunger stopper with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of deformed plunger stopper was not observed. The root cause for this defect, is misalignment between the barrel and plunger at insertion. Normally, this would result in the plunger dropping off, but in this case it appears to have been forced into place, resulting in the plug becoming squashed and deformed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd preset¿ eclipse¿ failed to contain blood and had a deformed plunger. The following information was provided by the initial reporter: " the customer received a split syringe. The problem was observed when using the product no impact on the patient, the syringe was replaced. Syringe contaminated with blood"